Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on cgm. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer drank juice and ate a snack to address bg. Customer updated the basal to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.